Event description:
It was reported that the patient presented in emergency room. Upon interrogation of device, the right ventricular lead exhibited loss of capture. Patient felt tired, no other adverse event reported. The lead was capped and replaced on (B)(6) 2017. Patient was stable post procedure.